Event description:
It was reported that the burr became stuck in lesion and detached. The target lesion was located in the right coronary artery (rca). A 1.50mm rotapro was selected for use. During the procedure, it was noted that the burr got stuck inside the patient. When trying to remove it, the whole shaft except the burr came out. The physician was able to remove the burr using snares. The procedure was then completed successfully with a different device. There were no patient complications.